Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The actual device was returned for evaluation. Quality engineering evaluated the device and it was determined that a piece of the cutter device was broken and stuck inside the attachment device. Therefore, the reported condition was confirmed. The piece of the cutter was examined using 25x magnification and rechecked on an optical comparator. It was noted that a full assessment of the device could not be performed due to the condition the device was received in. The cause for the cutter getting being stuck within the attachment device was likely due to debris and worn ball bearings which prevented the lock tabs from moving into place. The assignable root cause was traced to improper cleaning/handling of the attachment device which is user error. Concomitant medical products: attachment device. (B)(4).

Event description:
It was reported that during receipt of the attachment device, it was observed that the cutter device was stuck in the attachment device. During in-house engineering evaluation, it was determined that a piece of the cutter device was broken off below the laser marking and was stuck in the attachment device. It was noted that only a piece of the utter was received. It was not reported if the device was used in surgery, or if there was patient involvement. It was not reported if there were any delays in the surgical procedure, or if a spare device was available for use. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. The date of event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.